Manufacturer narrative:
The returned pacemaker device was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that this pacemaker was part of a system extraction due to patient was experiencing superior vena cava (svc) syndrome. This pacemaker was explanted. No additional adverse patient effects reported.